Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4-5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, guide would not hold the column while clip delivery system (cds) installation. Air was observed in the guide and was aspirated. Device was replaced and continued the procedure. All steps were performed as per IFU. The final tr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.